Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had skin breakdown that looked like an abrasion. Patient's son reported skin was red and peeling. It was reported that the patient has issues with skin integrity due to age. The patient was treated by a nurse for the skin issues. It was reported that the patient no longer had the skin issues after removing the device.